Manufacturer narrative:
Weight, pre-op labs, and medical history unavailable from facility.

Event description:
Patient underwent procedure using elca catheter in the lad (left anterior descending) artery. After 10 seconds of lasing in the lad a perforation occurred. Intervention commenced and patient survived procedure.